Event description:
Child has type 1 diabetes and is on an omnipod insulin pump. Child had 2 seizures in one day and was transported to our facility from another about 4 hours away. Cause of seizures traced to hypoglycemia. Glucometer in device read a blood glucose of 164 mg/dl according to grandparents who used the device. Paramedics reported a glucose of 50 mg/dl. In our facility, the glucometer in the device read a consistent 40 mg/dl higher than did our glucometers. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: type 1 diabetes mellitus. Event abated after use: yes.